Event description:
The customer reported discovering a leak from the red blood cell (rbc) bath of the coulter lh 750 hematology analyzer while troubleshooting an rbc aperture clog. The customer indicated that approximately 5 ml of fluid leaked and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts assisted the customer to clear the red blood cell (rbc) aperture which was partially clogged. The customer bleached the aperture for extended periods, and purged with cleaner and diluent to resolve the leak. Failure mode of the leak is attributed to clogged rbc aperture and the issue was resolved by the customer with the help of the cts over the phone. (B)(4).